Manufacturer narrative:
Patient information: asku. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was released too soon and did not unfold. The lens was partially inserted into the patient's operative eye; however, the iol was removed and replaced with a backup lens of the same model and diopter to complete the procedure. There was no patient injury and no other intervention was required. The patient was doing okay post operation. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the device was received with the plunger rod fully advanced. The external assembly was inspected and no issues were identified. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The lens was received with both haptics stuck to the optic body due to dried viscoelastic residue. The lens was cleaned and, no issues were identified. Conclusion: the reported complaint issues could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.